Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer the alarms were not functional.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was not evaluated for alarms not working due to the sieve bed saturation, so the original complaint issue of alarms not working was not able to be confirmed. The unit was evaluated and confirmed for saturated sieve beds.

Event description:
Per dealer the alarms were not functional.